Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion procedure (acdf) for cervical radiculopathy and intra-operatively, the drill bit broke off. The broken bit was retrived by the surgeon and no fragments of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional info: optical examination did not identify a pre-existing material defect that could contribute to the fracture propagation. Microscopic examination of the fracture found a fairly flat quasi-brittle fracture through the cross-section of the material, ending in a shear lip. The morphology and location of this kind of failure is consistent with an over-torque of the instrument during use.